Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: dates estimated. Relevant tests/laboratory data/including dates: dates estimated. Implant date: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on an unspecified date in (B)(6) 2018, to treat mr. One clip was implanted. On an unspecified date in (B)(6) 2019, a control echocardiogram was performed, which found that the most lateral clip detached from one leaflet and remained attached to the another leaflet (slda). The mr increased to 4+. On (B)(6) 2019, an additional mitraclip procedure was performed. One clip was implanted to stabilize the slda clip. The mr was reduced from 4+ to 2+. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 3189 not labeled. Internal file number - (B)(4). Corrections: catalog#, MFR site - contact office name, patient code 1964 removed, device code 2507 removed. This event is a duplicate of previously submitted MFR # 2024168-2019-03467. All event information and investigation results are conserved in MFR #2024168-2019-03467.

Event description:
Subsequent to the initially filed report, additional and corrected information received: the previously reported single leaflet device attachment did not occur. Additionally, this event is a duplicate of the event reported under medwatch report MFR # 2024168-2019-03467. All event information is conserved in MFR # 2024168-2019-03467.